Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead experienced muscle stimulation. No perforation noted during echo and trans-esophageal echocardiogram (tee). Additional information indicated that muscle stimulation was confirmed by the physician but representative never witnessed it. There was no dislodgment and physician could not explain why the patient had muscle stimulation. The rv lead was explanted. No additional adverse patient effects were reported.